Event description:
It was reported that a process crash had occurred and the system restarted during a neurosurgical procedure. It was alleged that this event led to a delay in the procedure, however, no patient harm or injury was alleged. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that process crash occurred & system restarted during examination. Review of the system log file showed that software exception occurred. The fse examined the system and determined that the software crashed in suit pc due to overlapping internal processing and it took a reboot to self-recover. After reboot, system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code, evalution method codes were corrected.